Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted, there was blood in/on the helix mechanism, and there was damage at implant.

Event description:
It was reported that during the implant attempt there was difficulty positioning and fixing, dislodgement, sensing difficulties, and high thresholds on the right atrial lead. The lead was not implanted, rather it was replaced. No patient complications were reported as a result of this event.